Event description:
It was reported that the customer updated time and personal profile settings, which resulted in a blood glucose level of 50 mg/dl. The customer addressed the low blood glucose by taking glucose gel and drinking soda, and did not require incapacitating assistance from a third party. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to check in with their healthcare provider whenever settings are updated, which the customer understood and acknowledged.